Event description:
It was reported that during a laparoscopic urological procedure, the pouch ripped when the device was removed from the patient though a port after the resected adreno was put into the pouch. The ripped piece fell into the patient, but it was retrieved. No pieces were left inside the patient. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.